Manufacturer narrative:
Unit was received with failed battery test alarm after inserting battery due to battery tube connector not plugged in properly. After inserting and reinserting battery connector, pump function properly. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The motor had moisture damage. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a failed battery test. The customer's blood glucose level was 101 mg/dl. The product was returned. Nothing further to report.